Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-oct-2020. The most recent information was received on 29-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("general fatigue"), depression ("depression"), myalgia ("muscle pain"), abdominal distension ("bloating"), constipation ("constipation"), asthma ("asthma") and anxiety ("chronic anxiety all the time"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, depression, myalgia, abdominal distension, constipation, asthma and anxiety had not resolved. The reporter provided no causality assessment for abdominal distension, anxiety, asthma, constipation, depression, fatigue, menorrhagia and myalgia with essure. The reporter commented: patient's current status: I have felt a general change in my body since 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("general fatigue"), depression ("depression"), myalgia ("muscle pain"), abdominal distension ("bloating"), constipation ("constipation"), asthma ("asthma") and anxiety ("chronic anxiety all the time"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, depression, myalgia, abdominal distension, constipation, asthma and anxiety had not resolved. The reporter provided no causality assessment for abdominal distension, anxiety, asthma, constipation, depression, fatigue, menorrhagia and myalgia with essure. The reporter commented: patient's current status: I have felt a general change in my body since 2011. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.